Event description:
It was reported that there were 12 patients with infection of the subcutaneous pacemaker site/pocket. It was stated that the events were treated by device removal, device repositioning, or antibiotic treatment. Additional information was requested.

Manufacturer narrative:
Correction: report submitted in error as event was previously reported. See attachment for 12 cases of infection. Events already been reported in mdrs and therefore should not have been reported again.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: event was previously reported in the following manufacturing reports: 6000032-2001-00652, 6000032-2001-00920, 6000032-2004-01589, 6000032-2004-00170, 6000032-2004-00216, 6000032-2004-00316, 6000032-2004-00393, 6000032-2005-00222, 6000032-2004-00511, 6000032-2004-00918, 6000032-2004-01092, and 6000033-2004-01500.